Event description:
It was reported there was difficulty connecting the existing lead to the device header at device implant. The physician noted the lead had a "pushed tip" and consequently "used a pair of tweezers to pull the tip out of the socket" to repair the lead. The lead was successfully connected to the device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.